Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that this was an unknown procedure performed to treat shoulder injury on (B)(6) 2021. Suction feature of the electrode was out of order from the beginning. The complaint device was received and evaluated in (B)(4) laboratory. Visual inspections revealed signs of activation and saline residues into the suction tube. No visual damaged found in the shaft and cord. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. The vapr tripolar 90 suction elect was returned to supplier for evaluation. The supplier conducted visual inspection and functional test of device received by customer. The visual inspection revealed that device was not returned in the original packaging. There is tissue debris visible in the tip suction port, the suction tubes show signs of saline residue. Finally, no visible damage to handle, cable or shaft. During the functional test, the flow test and the flow test post activation were fail. The suction failure was further investigated by subjecting the device to both a positive and negative pressure while also being activated. The combination of these tests was successful in clearing the blockage, which was found to be a build up of tissue debris. Once cleared a within specification flow value of 419 ml/min was achieved. The summary of the supplier is: the customer report claimed the device suction did not function. The claim was substantiated with the device unable to achieve the minimum flow specification. The flow restriction was found to be caused by a build up of tissue debris in the suction path. A manufacturing record evaluation was performed for the finished device lot number: u2004004, and no non-conformances were identified. From our investigation we were able to confirm the customer report that the electrode suction would not function. The returned device was found to fail flow specifications due to tissue debris within the suction path. The product IFU cautions not to allow the electrode to become covered in tissue debris. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during a shoulder repair procedure on 1/5/2021, it was observed that the vapr tripolar 90 suction electrode device was not working its suction. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was the first use when the issue occurred.